Manufacturer narrative:
Reporter returned 7 oral-b precision clean toothbrush heads on 21-jul-2016. Product investigation not yet initiated.

Event description:
Small piece of metal had come out of brush head, on the back of the head the plastic cracked the pin has came out [device breakage]. No adverse event [no adverse event]. Case description: a female consumer, age unspecified, reported via letter on (B)(6) 2016 that a small piece of metal had come out of an oral-b power oral care refills precision clean, and the plastic on the back of the brush head was cracked and the pin came out. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.